Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the reported fibrosis cannot be linked to a mal performance of the s&n products. Fibrosis is a known complication of major knee surgeries due to excessive scar tissue formation. Therefore, fibrosis is related to the procedure, and it is not considered a foreseeable harm associated with the s&n products. Since it was reported that this adverse event was resolved and the patient will remain in the study, the impact to the patient was the reported fibrosis and subsequent manipulation under anesthesia. No further clinical/medical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers of the femoral component and tibial baseplate over the past 12 months and for their batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of complaint history revealed a similar event for the insert over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that it provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. The specific condition reported under this event is not related to the device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d8 corrected data: b5, b7, d10, g2, h6 (health effect - clinical code and health effect - impact code)

Event description:
It was reported that, after a bilateral tka had been performed on (B)(6) 2022, on (B)(6) 2022 the patient experienced fibrosis on the right knee due to internal orthopedic prosthetic devices, implants and grafts. Which included, one (1) lgn por cr ha fem sz 6 rt, one (1) porous tibia bseplate w/jrny lock sz5 rt and one (1) lgn crhf xlpe ins w/jrny lck sz 5-6 10mm. Patient required medication and mua as treatment; the patient is now recovered.

Event description:
It was reported that, after a bilateral tka had been performed on (B)(6) 2022, the patient experienced fibrosis on the right knee due to internal orthopedic prosthetic devices, implants and grafts. Which included, one (1) lgn por cr ha fem sz 6 rt, one (1) porous tibia bseplate w/jrny lock sz5 rt and one (1) lgn crhf xlpe ins w/jrny lck sz 5-6 10mm. Patient required medication and mua as treatment; the patient is now recovered.

Manufacturer narrative:
Internal complaint reference (B)(4).